Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient was implanted with a regent aortic valve on an unknown date. The patient underwent a valve replacement surgery on (B)(6) 2022. The cause of the event is unknown.

Manufacturer narrative:
An event of explant due to unknown cause was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.